Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that there was an infection at the burr hole cover. Surgical intervention took place on (B)(6) 2019 to address the issue wherein the lead and burr hole cover were explanted. It is unknown which burr hole cover was involved in the event, therefore both will be reported. Related manufacturer reference number: 1627487-2019-10494. Related manufacturer reference number: 1627487-2019-10492.